Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), poor values of thresholds were measured. It was observed that the device tip and device cup had adhered thrombi, and flushing and increasing dosage and flow rate of continuous drip infusion of heparin were performed but the threshold remained poor. Implant procedure of the leadless pacemaker was abandoned and transvenous pacemaker was implanted. No further patient complications have been reported as a result of this event.